Event description:
It was reported that the customer experienced a high blood glucose (bg) level (value not provided) and diabetic ketoacidosis. Subsequently, the customer was hospitalized. The customer declined troubleshooting with tandem technical support and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.